Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station showed correct inventory, but the server displayed zero quantity for all medications and marked them as pended. Despite performing autoload and multiple sync attempts, the station was unable to sync with the server and verifying that all necessary communication ports were open and the network was active and available, the station remained inaccessible remotely. The station could ping both the bomgar server and the site server without issue, indicating network connectivity. A field service engineer confirmed that site it assistance was required to activate port 443 to enable bomgar and remote access, allowing for a forced update and sync. A full reimage of the station was attempted to start over. The customer was notified of potential data loss. Efforts were made to back up the database or find an alternative method to restore the station and performed full reimage per dod guidelines. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue that the reports were not displaying the accurate information. The customer stated that there was a delay in dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue that the reports were not displaying the accurate information. The customer stated that there was a delay in dispensing of medication. There were no adverse events or injuries reported based on this event.